Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had to place a battery multiple times for response. The customer¿s blood glucose level was unknown. Customer stated that the insulin pump had no delivery alarms during priming process and rejected new battery. Customer stated that the insulin pump had scraps on body of insulin pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The pump was monitored for several days and no blank display was noted. The pump was received with all operating currents within specification and passed the functional testing including the rewind, a21 error, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No excessive no delivery/occlusion alarms or failed battery alarm anomalies were noted. The pump was received with minor scratches on the case and a cracked reservoir tube lip. The test infusion set and reservoir locked into place.